Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product, a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that the while monitoring a patient with a vigileo monitor, the sv02 readings were up to 15 % points lower than when compared to a venous blood sample. No patient treatment was administered in conjunction with the inaccurate values. There were no error messages observed. There was no other suspect equipment involved. The patient demographics information is unknown. There was no patient harm or injury.

Manufacturer narrative:
One vigilance ii unit was returned for product evaluation. The 70cc2 test was performed with a simulator and with three different metrology om2 cables. The tests were run for 12 hours and there were no issues of drifting values observed. The burn in test was performed, per procedure, with a simulator for over 72 hours and the suspect unit passed the test. There was no defect found. The system was updated to the latest configuration. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported issue was not confirmed by evaluation. There are no indications that this is related to the manufacturing process. It could not be determined if any clinical or procedural factors may have contributed to the event. With any hemodynamic monitoring, the readings can change quickly and dramatically. The readings should correlate with the patient¿s clinical manifestations. Any aberrancy should alert the clinician to reassess the clinical situation and if needed start the trouble shooting process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.